Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the issue was that the cables were broken. The cables were replaced and the issue was resolved.

Event description:
Information was received from a patient on (B)(6) 2022 who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient mentioned that the stimulator doesn't have "electrics" and doesn't move or anything like that; pt said they are not feeling stimulation in their lumbar area and this started about a month ago. Pt said they had charge in their implant and the stimulation was on. Pt said they were seeing "settings not available" on their controller. Pt said the first time they saw this message was today. The patient was redirected to their healthcare provider to further address the issue additional information received from the patient on (B)(6) 2023. Patient stated they were not feeling any electricity in their back at all and they really need the therapy to work. Patient said they have leads from their neck to their back, and they don't feel anything. Patient said they take pain medicine but it doesn't do anything the way the stimulator does. Patient added that they've been charging it regularly to make sure it still works. Agent had patient connect to the controller. Patient initially was seeing "no device found" until connected with the recharger. The controller and implant were at 90%. Stimulation was off. Patient turned stimulation on and saw "settings not available." Additional information was received from the patient (pt) on (B)(6) 2023. The pt called back and stated that they were waiting on a call back from a medtronic field rep about surgery to replace their ins / leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.